Manufacturer narrative:
The actual device was discarded; however, two retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additionally, all junctions underwent a push-pull test, and no disconnections were noted. The two retention samples were submitted to an air passage test and an underwater leak test, and no leaks or blockages were identified. Both samples were submitted to a traction test (to failure), and it was confirmed that both samples withstood the minimum required force. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection in the filter, specifically the valve part, of a light sensitive drug set was loose which resulted in a leak. This issue was observed upon inspection and review of the packaging prior to sending for patient use. There was no patient involvement. No additional information is available.